Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. Approximately 10 minutes following deployment of the closure device, a pericardial effusion was noted. This occurred during use of the intracardiac echocardiography (ice) catheter when checking for pericardial effusion. The patient reported chest pain and fluid built up around the laa. The patient was under conscious sedation at the time of the event, however, the patient was then placed under general anesthesia prior to treating the effusion. Pericardiocentesis was performed, and 1100mls of blood was extracted from the pericardium. The patient was extubated three days post procedure due to agitations and desaturation prior to two previous days where extubation was attempted. The patient had some short-term memory loss following the events but was otherwise recovering well. The patient was expected to fully recover from the event.

Manufacturer narrative:
B5: describe event or problem - updated to account for this being the first time the physician used ice imaging. B7: other relevant history - updated to note that the physician believed this may have occurred during crossing the septum.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. Approximately 10 minutes following deployment of the closure device, a pericardial effusion was noted. This occurred during use of the intracardiac echocardiography (ice) catheter when checking for pericardial effusion. The patient reported chest pain and fluid built up around the laa. The patient was under conscious sedation at the time of the event, however, the patient was then placed under general anesthesia prior to treating the effusion. Pericardiocentesis was performed, and 1100mls of blood was extracted from the pericardium. The patient was extubated three days post procedure due to agitations and desaturation prior to two previous days where extubation was attempted. The patient had some short-term memory loss following the events but was otherwise recovering well. The patient was expected to fully recover from the event. It was further reported that the imaging was not optimal, and it was the first time that the physician had used ice imaging.

Manufacturer narrative:
B5: describe event or problem - updated to note the details on patient auto transfusion after removing 1100mls of blood.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 24mm watchman flx laa closure device was implanted. Approximately 10 minutes following deployment of the closure device, a pericardial effusion was noted. This occurred during use of the intracardiac echocardiography (ice) catheter when checking for pericardial effusion. The patient reported chest pain and fluid built up around the laa. The patient was under conscious sedation at the time of the event, however, the patient was then placed under general anesthesia prior to treating the effusion. Pericardiocentesis was performed, and 1100mls of blood was extracted from the pericardium. The patient was extubated three days post procedure due to agitations and desaturation prior to two previous days where extubation was attempted. The patient had some short-term memory loss following the events but was otherwise recovering well. The patient was expected to fully recover from the event. It was further reported that the imaging was not optimal, and it was the first time that the physician had used ice imaging. It was further reported that after 1100mls of blood was extracted from the pericardium, the patient was auto infused with their own blood.